Event description:
Procedure: starting IV. 3 bd insyte autoguard opened (20 ga x 1.16) 1st one had the tip cut off, 2nd one was bent at the base, 3rd one was completely separated from the needle and base. None of these 3 used on patient.